Event description:
The patient had generator replacement on (B)(6) 2012. Product analysis for the explanted generator was on (B)(6) 2012 by the manufacturer, and the as-received settings were indicative of a faulted system diagnostic test occuring sometime prior to the date of surgery. Review of the in house programming database reveals that these were likely unintended settings. Since it is unknown what date the programming anomaly occurred, the event date is listed as the date of surgery at this time. Attempts for a copy of the physician's programming/diagnostic history for the patient have been unsuccessful to date.

Manufacturer narrative:
.